Event description:
It was reported that excess material and spline damaged occurred. A intellamap orion catheter was selected for a atrial fibrillation procedure. However during preparation the device had a great big drop of glue attached to one of the splines. The physician was able to peel off the drop of glue but thought it damaged the spline when it did. The physician was not comfortable putting the catheter inside the patients body because there might be residual particles that they could not see. No patient complications occurred.

Manufacturer narrative:
Correction: removed "foreign" from report source. Device evaluated by MFR. Images were received from the field with a unknown foreign object on the catheter. Visual inspection of the returned device revealed no visible abnormalities. The device passed all relevant testing. No sign of glue or damage to spline was found during inspection of device.

Event description:
It was reported that excess material and spline damaged occurred. A intellamap orion catheter was selected for a atrial fibrillation procedure. However during preparation the device had a great big drop of glue attached to one of the splines. The physician was able to peel off the drop of glue but thought it damaged the spline when it did. The physician was not comfortable putting the catheter inside the patients body because there might be residual particles that they could not see. No patient complications occurred.